Event description:
Pt called stating that when she tries to prime the tubing (ms-3 sn (B)(4)), the pump turns off and she is unable to get to work. Pt tried multiple times. Has backup pump. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.